Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated, an infrarenal aortic extension, and two limb extensions. During a routine follow up, computed tomography revealed a possible type 3b endoleak. Physician elected to reline with a bifurcated stent. Patient is now doing well post procedure.

Manufacturer narrative:
Additional information was identified from a computed tomography (CT) confirmed type 1b endoleak, a type 2 endoleak and an unknown endoleak.